Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics assembly. Unable to perform any test due to blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip, and minor scratches on display window noted.

Event description:
Customer called to report that insulin pump has been exposed to moisture damage. Customer reported that the pump fell into the ocean. Customer reported that moisture can be seen underneath the lcd display screen. Customer's blood glucose reading was 121 mg/dl. Nothing further reported. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.